Manufacturer narrative:
On 3/4/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found that hemostatic valve is pushed in and flipped sideways. The returned condition was reviewed and determined it continues to be deemed MDR reportable for the hemostatic valve separation issue as reported by the customer. Device evaluation details: on 3/18/2020, the device evaluation was completed. The device was inspected and the hemostatic valve was observed folded inside the hub, no other damages or anomalies were observed. The folded condition of the hemostatic valve is possibly related to what the customer reported and appears to have been caused by device handling and excessive force being applied to the device; however, none of those can be conclusively determined. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. Based on the device evaluation, the customer¿s complaint was confirmed. The root cause of the damage on the hemostatic valve inside the hub could be related to handling of the device during the procedure however, this cannot be conclusively determined. Additionally, the customer had provided pictures of the reported complaint. According to pictures provided by customer, the hemostatic valve was observed pushed inside the luer hub. Based on the pictures alone, the customer¿s complaint was determined to be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Manufacturer narrative:
The product has not returned for analysis, however, a picture(s) were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported a patient underwent atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported that during atrial fibrillation ablation procedure using the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small the brim cap crumbled and the hemostatic valve was detached when the dilator was inserted. The hemostatic valve did not break but was dislodged inside the hub. There was blood return but was not excessive. No change in vitals (once observed the return was blocked until sheath was replaced). No air was introduced into the body. No percutaneous or surgical removal was required. There was no patient consequence.